Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures. Upon dräger's request for further information, it was responded that the repair has been outsourced to a third-party service provider and that no additional details can be provided. This does not allow a case-specific evaluation, the following can be concluded: a shut-down of automatic ventilation is not necessarily related to technical issues with the device - the system also responds to situations that may potentially hazardous output to the patient with a shut-down of ventilation. If, for example, the patient is repositioned or pressure is applied to the chest, this may result in a rise in airway pressure; if this happens in a moment in which the system attempts to apply a breathing hub, the superposition of these two conditions may cause a fast and high rise in airway pressure and trigger a stop of automatic ventilation to protect the patient. Other scenarios would be imaginable as well and, a differentiation is not possible without having access to the device and/or the log files. As confirmed for the particular case, a shut-down of automatic ventilation will be accompanied with a corresponding alarm and, manual ventilation with the built-in breathing bag as well as the monitoring functionalities remain available. Hence, it can be concluded that the system responded as designed upon a deviation of unknown origin; the exact root cause for the reported event cannot be determined due to lack of information.

Event description:
It was reported that the device suddenly posted a ventilator failure alarm during use and shut down automatic ventilation. The users reportedly bridged patient support in manual ventilation until a replacement device was available. The patient experienced a temporary drop in oxygen situation which could be removed quickly; no health consequences have occurred, finally.